Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-03387.

Event description:
The customer reported being hospitalized due to high blood glucose of 950 mg/dl. The customer stated that they changed the infusion sets 3 times but the blood glucose kept increasing. At the hospital the customer was treated with insulin drip and lantus. The customer was in the hospital for 1 or 2 nights. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed and during the priming process insulin did not exit the tubing. Time and date were programmed correctly. The customer stated that their cats have been chewing the infusion set tubing at night when the customer was asleep. The customer stated changing the infusion set and the reservoir resolved their issue. The customer also stated that they purposely keep their blood glucose high because they are afraid of going low. No further information was provided.